Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder, a portion of the distal tip of an expressew suture passer needle broke away while the device was in use. They do not know at which point in the process that the tip broke. However, it stands to reason that the needle tip would only break while it was being deployed, and that would only be within the body. The location of the fragment is not known, however, the procedure was concluded successfully using other same devices without further issue or harm to the patient. Complaint device was discarded at user facility.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. There are no other complaints of any kind for this device/lot in the mitek complaints system. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusion can be drawn. At this point in time no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.